Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available. Therefore, product testing on the actual device could not be performed. The device identifiers were not provided. Therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Malpositioned stent, corneal touch and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (malpositioned stent, corneal touch, iris touch and inflammation) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented one (1) month postoperatively with "persistent cells" possibly due to one (1) of the stents found in a reversed position with the stent flange observed against the cornea and the stent head observed against the iris. Per report, the patient is being treated with medication, and the surgeon is considering stent removal and is seeking counsel. Through follow-up, the surgeon consulted with a medical expert who reported discussing the patient's mispositioned stent and pigmented cell, and determining whether there is true inflammation with associated symptoms, including red eye, or if the cornea is clear with no symptoms. Per report, the discussion included further treatment options, including stent removal or monitoring, depending on the patient's condition. Additional information has been requested.